Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months ago from the date the manufacturer was made aware. D6b: explant date: a month ago from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6)/(B)(6). Batch: 21264723/21387814. UDI:(B)(4)/(B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: (B)(6)/(B)(6). UDI: (B)(4)/(B)(4).

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted, and patient was doing well postoperatively. The explanted products will not be returned per hospital policy.